Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that when the pt manipulated the bend relief on his system controller, the fuel gauge dropped and a low voltage alarm occurred. The system controller was exchanged and the issue was resolved. The pt remains ongoing on the lvad.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation, and the reported low voltage alarm was confirmed during evaluation of the system controller. The log file was reviewed, and an unusual number and frequency of power cable disconnect alarms were recorded, consistent with the reported event. During functional testing of the system controller, low battery and power cable disconnect alarms occurred when the black power lead was maneuvered at the connector end of the lead. Further evaluation of the system controller revealed that the brown conductor in the black power lead was broken. This situation is being addressed through the manufacturer's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further information is available. The manufacturer is closing its file on this event.